Event description:
On 21-aug-2025, it was reported that a beta bionics ilet user experienced fluctuating glucose levels with a peak blood glucose value of 342 mg/dl and a low of 54 mg/dl after a supply change. The user went high following a meal announcement and then experienced a subsequent low, which was managed with food. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.